Event description:
Customer returned an accutrend plus system because, the lcd and cable appeared damaged due to a short circuit. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).